Manufacturer narrative:
The hill-rom technician found the bushings were defective. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007, 2009, and 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the two bushings on the mechanism block assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (the brake pedal locked, but the pedal popped back up when the bed was moved). The bed was located in the maintenance shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).